Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer displayed an error code. The spacer between the link electronic module (lem) circuit board and main processing unit was broken. As a result the spacer was replaced. (B)(4).

Event description:
It was reported that the programmer was displaying a 'system failure' message when the programmer was booting up. The programmer was returned for servicing. There was no patient involvement.